Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed. Pump alarms for air after starting the pump due to a defective air detector. Visual test was performed. Air detector will be replaced. Resolution of the reported issue was confirmed by the technician and the device will been submitted for functional and delivery testing. Review of event log found no relevant information. The problem from the customer cannot replicated in the ehl. Device passed all testing criteria post repair. The reported issue was determined to be caused by a defective air detector.

Event description:
It was reported that upon startup, the pump immediately goes into air alarm mode. There was no patient involvement.